Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-dec-18 arjo was informed about the citadel plus bed malfunction, which occurred in (B)(6) in the us. Upon technician's arrival to the customer, it was discovered that left safety side detached from the bed frame. There was no information regarding patient involvement. Also, no injury was reported. The device was taken to the arjo service center for a repair. The claimed device is a part of arjo us rental fleet. It should be emphasized that each rental device before being released for next rent must pass a quality control check. Based on the technical evaluation and photographic evidence, it was confirmed that the left safety side detached completely from the bed frame (the plastic panel separated from the safety side mechanism). This issue was noticed when arjo representative visited the facility to pick up the bed to the service center. In arjo technician opinion, such a malfunction could occur only when an external force is applied on a safe side. This malfunction could be caused for example when the user maneuvered the bed using the safety side. It needs to be emphasized that the safety sides are not intended for maneuvering the bed nor cannot be used as a support lever. Repeated activities as such could have weakened safety side material what in consequence might have contributed to the safety side detachment. Please note, that according to the instruction for use dedicated to the citadel plus bed (831.374 rev b), the operation of the side rails needs to be checked daily by the trained and qualified personnel. If any malfunction is noticed, the bed should be withdrawn from use and the customer should contact arjo approved service agent. It should be noticed that the claimed malfunction can be easily noticeable before use. Additionally, it needs to be emphasized that the citadel plus bariatric care system meets the requirements of standard iec 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use" "side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk." The compliance was checked by the following test with the side rail in upper position: a) lateral force cycling test. Exert a force of 100 n that is perpendicular to the side rail at the top middle section of the side rail, repeat for 3 000 cycles. B) longitudinal force cycling test. Exert a force of 100 n on the side rail in the lengthwise direction of the side rail, repeat for 3 000 cycles. C) vertical force cycling test. Exert a force of 100 n on the uppermost part of the side rail in the vertical direction of the side rail, repeat for 3 000 cycles. Upon completion a), b) and c) above, apply a static load in the directions in worst case positions. Moreover, the standard requires to verify side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction of the side rail. The durability of the panel against lateral forces is checked by applying 500n to the safe side. Summarizing, upon the conducted investigation it can be determined that the malfunction was the result of the use error. The plastic panel detached from the safety side mechanism; therefore, the bed did not meet the manufacturer's specification. There was no indication regarding patient involvement nor any injury reported. It was decided to report this malfunction on a potential upon malfunction recurrence.

Event description:
On 2018-dec-18 arjo was informed about the citadel plus bed malfunction, which occurred in truman medical center hospital hill in the us. Upon technician's arrival to the customer, it was discovered that left safety side detached from the bed frame. There was no information regarding patient involvement. Also, no injury was reported. The device was taken to the arjo service center for a repair.